Event description:
The customer received questionable ion selective electrode (ise) sodium results on their cobas 4000 c311 (serial number (sn) (B)(4)). The customer provided data for 16 patients, of which there were 14 discrepant results reported outside the laboratory. On (B)(6) 2011, the laboratory supervisor questioned a series of low sodium results and ordered all the samples from (B)(6) 2011 repeated. The repeat testing was performed on another c311 (B)(4) and issued as a corrected report. The first patient had an initial sodium result was 126 mmol/l accompanied by a data flag. The repeat result was 136 mmol/l. The second patient, a female born on (B)(6), had an initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 144 mmol/l. The third patient, a male born on (B)(6), had an initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 144 mmol/l. The fourth patient, a male born on (B)(6), had an initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The fifth patient, a male born on (B)(6), had an initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l. The sixth patient, a female born on (B)(6), had an initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 144 mmol/l. The seventh patient, a male born on (B)(6), had an initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 144 mmol/l. The eight patient, a female born on (B)(6), had an initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The ninth patient, a female born on (B)(6), had an initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 143 mmol/l. The tenth patient, a male born on (B)(6), had an initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 144 mmol/l. The eleventh patient, a female born on (B)(6), had an initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The twelfth patient, a male born on (B)(6), had an initial sodium result was 125 mmol/l accompanied by a data flag. The repeat result was 137 mmol/l. The thirteenth patient, a male born on (B)(6), had an initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The fourteenth patient, a male born on (B)(6), had an initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l. The customer was unable to provide information on whether there were any adverse affects from this event. The field service representative determined the cause of the event was the customer leaving the ise calibrator onboard the analyzer for long periods of time then recalibrating the ise electrode with the old calibrator. He instructed the customer to remove the calibrator after successful calibration and installing fresh calibrator when it's time to calibrate. Calibration and quality control were performed with passing results.

Manufacturer narrative:
The other assay related to this event is reported in medwatch report patient identifier: (B)(6).

Manufacturer narrative:
Investigation of this event determined the cause was operator error. No instrument malfunction was identified. The customer was reusing ise standards low and high. The observed difference for the sample might have been due to the customer leaving ise calibrator on board for long periods of time and then is recalibrating the ise with old up-concentrated calibrator. Ise standards low and high are for single use only as stated in the package insert. No adverse events were reported.